Event description:
The device was used during a thoracoscopic brectomy procedure. Reportedly, the staples did not form properly and the knife did not cut tissue. The surgeon reloaded the instrument two more times and the same condition occurred. The surgeon resected the tissue at the application site and applied another device to complete the procedure. The hospital has reported that the pt's condition is satisfactory.